Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was returned in two fragments. (207.8cm proximal fragment and 6.2cm distal fragment) and was noted to be kinked bent at 86.4cm. The guidewire ptfe coating was seen to be peeling. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected, and the nitinol tubing was seen to be broken. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the analysis of the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that continuous flush was maintained for the duration of the procedure, the patient¿s anatomy had average tortuosity and there was no abnormal friction/resistance was encountered during the procedure. Analysis of the returned device confirmed that the guidewire was broken/ fractured at the distal end with the core wire exposed which indicates that the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. The guidewire was also noted to be kinked. There was also evidence of scraping and peeling of the guidewire ptfe coating to the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The analyzed damage of the guidewire ptfe coating peeling has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the guidewire broken/fractured during use and to the as analyzed damage of the guidewire kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure the distal end of the subject guidewire fractured in the vessel. A catheter, guidewire and retriever were used to remove the fractured fragment from the patient. The physician was only able to restore blood flow in the vessel for a short time, then it would shut down, due to complexity of the case and patient presentation and was not related to the subject guidewire. The physician aborted the procedure after a surgical delay of fifteen minutes. There were no clinical consequences to the patient due to the event.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported during the procedure the distal end of the subject guidewire fractured in the vessel. A catheter, guidewire and retriever were used to remove the fractured fragment from the patient. The physician was only able to restore blood flow in the vessel for a short time, then it would shut down, due to complexity of the case and patient presentation and was not related to the subject guidewire. The physician aborted the procedure after a surgical delay of fifteen minutes. There were no clinical consequences to the patient due to the event.